Manufacturer narrative:
Device not released from hospital.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The aortic body stent graft was positioned and deployed as expected. Upon performing an introducer sheath exchange, guidewire access to the ipsilateral leg of the aortic body stent graft was inadvertently lost. After a prolonged procedure and multiple attempts to re-gain guidewire access to the aortic body graft leg, the patient was converted to open surgical repair. As of the date of this report, there have been no additional patient sequelae reported.